Event description:
An eye care practitioner reported, that a pt experienced a central corneal ulcer and iritis associated with wear of o2optix contact lenses and use of optifree replenish lens care solution. Treatment consisted of homatropine, tobramycin and lotemax. Event resolved with no reduction in visual acuity. No further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." Evaluation of the returned complaint product is underway. If any abnormality is found, a follow up report will be provided. The device history records and sterility records have been reviewed by manufacturing and found to be in compliance.